Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's t9 lead had migrated. Surgical intervention was undertaken where the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section d7 - the explant date should have been 10feb2023 (new date) rather than 09feb2023 (old date).